Event description:
Customer reported blood glucose results of 35 mg/dl and 55 mg/dl, self-treated symptoms of hypoglycemia with orange juice and cereal, then retested at 103 mg/dl within 10 minutes on the compact plus system. No adverse event reported. Strips not available for return, replacement system was sent.